Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 552 mg/dl with small ketones. The user addressed bg level with a manual injection. Reportedly, the patient line was separated from the cartridge. The user successfully loaded a new cartridge.